Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a skin closure procedure for a wound, at the 1st stitch the needle and thread of the device broke. There was no patient injury.